Event description:
It was reported by service report that the motion interrupt pan was broken and power cord jacket was damaged. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - motion interrupt pan. Power cord jacket.